Event description:
A report was received stating that the device was in use for an unknown amount of time when the patient experienced discomfort from the tracheostomy tube. The device was replaced, and upon inspecting the removed tracheostomy tube, the device's internal wiring was observed exposed. No incident related medical sequela reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.